Event description:
Patient reported the v-go reportedly fell off yesterday after being applied for about nine hours. Patient applied to his abdomen and stated that he does clean the location with the alcohol swabs prior to attaching the device.